Manufacturer narrative:
No adverse event has occurred associated to this event; it only product problem. Device analysis: one sample returned for evaluation. Visual examination shows that the tracheal sleeve is contained in the bronchial side of the tubing and the bronchial sleeve is contained in the tracheal side of the tubing. A deviation occurred during the ¿preform and connect¿ operation. A correction and preventive action has been opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the blue tube (bronchial) and the transparent tube (tracheal) were found adhered alternatively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the blue tube (bronchial) and the transparent tube (tracheal) were found adhered alternatively. Medtronic is following up for additional information.